Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test due to blank display. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump required replace battery for several times. Customer's blood glucose level was 145 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.